Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 50 year-old female patient who had essure insertedunknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), premature menopause ("menopause early"), genital haemorrhage ("I had consistent heavy bleeding"), bladder disorder ("also issues with my bladder") and sciatica ("nerve pain from my sciatic nerve"). Essure was removed on (B)(6) 2022. The patient was treated with morphine as well as surgery (hysterectomy). The reporter considered bladder disorder, genital haemorrhage, pelvic pain, premature menopause and sciatica to be related to essure administration. The reporter commented: was having a lot of problems for several years doctors were trying to do tests, just doing all of these tests and nothing worked. Was having severe pelvic pain, so much so that I was in and out the hospital countless times even with in a year period. There has been a time were an ambulance come an pick me up were the pain was so severe essure except it never perforated,. Diagnostic results (normal ranges are provided in parenthesis if available): [uterine dilation and curettage] (date unknown): no cancer quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 50 year-old female patient who had essure inserted (lot no. Unkunknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), premature menopause ("menopause early"), genital haemorrhage ("I had consistent heavy bleeding"), bladder disorder ("also issues with my bladder") and sciatica ("nerve pain from my sciatic nerve"). The patient was treated with morphine as well as surgery (hysterectomy). Essure was removed on (B)(6) 2022. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, premature menopause and sciatica to be related to essure administration. The reporter commented: was having a lot of problems for several years doctors were trying to do tests, just doing all of these tests and nothing worked. Was having severe pelvic pain, so much so that I was in and out the hospital countless times even with in a year period. There has been a time were an ambulance come an pick me up were the pain was so severe essure except it never perforated,. Diagnostic results (normal ranges are provided in parenthesis if available): [uterine dilation and curettage] (date unknown): no cancer quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.